Manufacturer narrative:
Further investigation from the field technician determined that the prongs on the power plug were broken, causing no power to be transmitted to the bed. This is commonly seen in misuse situations when the bed is moved without first unplugging the power cord.

Event description:
It was reported that the bed had no power. No adverse consequence reported.